Event description:
The customer reported that the handle became locked and the jaws would not longer open while on the pt's tissue. A monopolar device was used to remove the device from the pt and there was no injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.